Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac cv catheter, single-lumen, 6.6 f. During a hickman catheter placement procedure using the percutaneous technique, the guidewire allegedly could not be advanced through the puncture needle due to resistance. A new hickman catheter set was used, and the procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6 f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire segment was returned for sample evaluation. Gross, visual, microscopic, functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the guidewire returned. A coil wire was noted to be protruding the proximal end of the guidewire segment. The termination of the proximal end of the exposed coil wire was noted to be granular. Slight uncoiling was noted throughout distal portion of the guidewire. The j-tip of the guidewire appeared to be bent. Functional testing was unable to be performed with the received guidewire segment. Therefore, the investigation is confirmed for the identified stretched, fracture, material separation and deformation due to compressive stress issues. However, the investigation is inconclusive for the reported physical resistance/sticking, failure to advance as only segment of guidewire received and the functional testing was unable to be performed with the received guidewire segment. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.